Manufacturer narrative:
A DHR review was completed. Twelve visual inspections were performed on (B)(4) parts with one defect noted for a defective seal. Cleaning was performed twice during the packaging of this batch. Assembly batch 5303585 had 52 visual inspections performed on (B)(4) parts with zero defects noted. Cleaning was performed eight times during the assembly of this batch. Conclusion: the needle batch was manufactured and released according to procedure and specifications. All acceptable quality limits (aql¿s) were met for the needle lot 5337997. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. (B)(4).

Event description:
It was reported while a physician was drawing up the solution from the vial, using a 19 g x 1 1/2 in. Bd nokor¿ filter needle and syringe, the physician noticed a piece of hair wrapped around the connection between the filter needle and syringe. No injury or medical interventions were reported.